Event description:
A surgeon reports that a pt describes a film in their vision since receiving an intraocular lens (iol) implant. The surgeon sees no visible defect in the lens and no occular manifestations. The association between this event and the iol is not known. Additional info has been requested.